Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl with moderate ketones. Bolus via pump and insulin injections were administered to address bg. Cause of elevated bg was not known and may have been related to an infection. Pump system check was performed with tandem technical support and no device issues were identified. Customer declined to remove the infusion set site for inspection. Recommendation was made for the customer to discuss the event with a healthcare provider.